Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a leak from the anesthesia circuit. The event occurred during patient use, and there was no reported patient harm/adverse event.

Manufacturer narrative:
H3: the suspected device was returned for evaluation. The visual inspection was performed and there were no damages observed. The leakage was observed during the functional testing, and the reported issue was confirmed. The probable cause of the issue was unknown.